Event description:
A product issue has been reported with our simview therapy simulator. In the abundance of caution this issue is being reported. A screw fell off near image intensifier and hit a patient in the head requiring treatment of a minor injury cut above the eye. Should this failure re-occur serious injury is possible. There was an injury reported. Initial risk analysis is complete. Initial corrective action decision is pending.

Manufacturer narrative:
Risk assessment indicates a severity: 3 (critical) personal injury of head, even if weight of related part falling down is low. Worst case: eyes could be injured. Probability: b (improbable) maintenance instructions describe that the cassette holder and its proper fixation has to be checked on a monthly basis.